Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had multiple syncope episodes due to a loss of capture. It was suspected that an interaction between a non-abbott lead and the pacemaker may have been the reason. The device was reprogrammed to resolve the event and the patient was stable with no serious consequences.